Event description:
I had the essure procedure done in (B)(6) of 2012. The procedure itself was extremely painful. Since implantation, I have had severe stabbing pains where the coils are located. I have also been sick and extremely fatigued since it was implanted, with no illnesses or issues prior to essure.